Event description:
An optometrist reported a patient with light sensitivity, dryness and discomfort in both eyes one week following lasik treatment. The patient reported that it was "hard to open eyes" due to discomfort. The patient also reported a "little relief" from using artificial tears but admitted she was "not using them as often in the last couple of days." The patient was prescribed cyclosporine ophthalmic emulsion twice a day and fluorometholone ophthalmic suspension three times a day for 1 week, then twice a day for one week, and then once a day for one week. In a follow up with the optometrist, she indicated the patient was seen on (B)(6) 2014 and no longer had symptoms of light sensitivity. The patient reported some discomfort while working on the computer but overall was feeling better. The patient continued using the fluorometholone ophthalmic suspension once a day, cyclosporine ophthalmic emulsion twice a day and artificial tears as needed. The optometrist also reported there were no obvious reasons the patient was not correctable to 20/20 prior to surgery. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).